Event description:
Info received indicates the bed exit system will set, but does not alarm.

Manufacturer narrative:
The tech found a broken wire in the tape switch and replaced it to repair the bed.